Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, cad, hld, CABG, smoking, and atherosclerosis.

Event description:
It was reported that a patient with a 23mm 8300ab aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years, 10 days due to calcification, aortic stenosis, and high gradients of 48 mmhg. The patient presented with shortness of breath, chest pain and fatigue in the setting of congestive heart failure. The patient expired on (B)(6) 2026 due to respiratory failure. Per the medical records, the patient presented with chest pain, shortness of breath, and fatigue, and was diagnosed with a non-stemi. Chest x-ray showed congestive heart failure and a pleural effusion. CT angio revealed bilateral occlusion of internal carotid arteries. The patient was started on IV lasix and sodium chloride tablets for hyponatremia. On (B)(6) 2026, the patient experienced a sudden cardiac arrest. A code was called, and critical care responded, but the patient did not regain responsiveness. The patient was declared expired.